Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
Our sales rep reported the breakage of a gamma3 long nail at the customer. The head surgeon indicated that the pt suffered a subtrochanteric fracture and had already received a dynamic hip screw at another hospital. The gamma nail was implanted after dislocation of the dhs.